Event description:
A malfunction alarm was reported, but the same malfunction code did not recur after the pump was reset. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to call back if any malfunction code recurs and may continue using the pump.